Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for call was to get MRI information. The caller indicated that the patient's remote was not connecting to the ins and the patient indicated that the implant is not active. The caller was an MRI technologist and did not have further details about the issue with the ins. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed MRI information.  No symptoms or patient complications were reported. Additional information was received from a healthcare provider (hcp). The hcp reported that the patient was at an MRI appointment. Per the healthcare provider, the patient reported they had had problems with the device since implant, and made multiple allegations. They reported the device had shocked them. The ins would not hold a charge. The patient said they charged to full last night, and it was depleted the day of the report. They said it would not stay charged; it would charge, and then would go right back to "dead." The device "moves around"/"moves around" when trying to charge. The MRI technician and patient were in a hurry. It was realized later in the call, that the orange light meant the communicator was charging, and the green light meant the communicator was fully charged, so instructions to place device/ins into MRI mode for an MRI were provided. A power on reset (por) message occurred the day of the report when communicating with the ins. The caller was working with the patient to try to put the ins into MRI mode. The bluetooth light was showing on the communicator, and the handset was charged. The patient was not near the phone at the time of troubleshooting. They had tried in different rooms, and positioned the communicator close to the ins, and the issue still was not resolving. The patient indicated they had charged their ins and all components the night previous. The caller would call back when the patient could be close to the phone for further troubleshooting. It was later noted the caller was able to bypass the por and place the ins into MRI mode. The patient said they wanted the device removed. The caller was told by the patient they were going to have the system removed because it was not helping them. The caller did not have any further details.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3 correction: updated event date (date valid)/since implant. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.